Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that he experienced a blood glucose of 540 mg/dl. The patient reported that he looked at the cartridge and noticed that it was full of air. He stated that he was not sure how he did not fill the cartridge with insulin. (B)(4) concluded that the patient was not getting insulin due to an error in filling the cartridge. (B)(4) assisted the patient in filling and priming a new cartridge and tubing and the patient successfully delivered a nine unit bolus. The patient declined any further troubleshooting. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.